Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. If any additional relevant information is received, a supplemental MDR will be submitted.

Event description:
It was reported that during a vena cava filter placement treatment procedure, the opening of the filter was delayed. The physician deployed the filter in the target location. The post-deployment vena cavagram showed that the filter had not fully opened. The physician repeated the study after waiting 24 hours, but the filter was still not open. The physician repeated the study 3-4 days later, and the filter was finally fully opened. It was reported that there were no injuries or complications for the patient. Patient status is reported as "okay."